Event description:
The operator of a dimension exl with lm instrument observed smoke coming from the diaphragm of the instrument. The operator received a slight burn when he unlatched the area. No medical treatment beyond first aid was required.

Manufacturer narrative:
The customer contacted (B)(4). During troubleshooting, the customer informed the tsc specialist that the smoke had come from the heat torch. The tsc specialist advised the customer to replace the heat source, which the customer did. There was no damage observed to the instrument due to the heat torch overheating, and no smoke was observed after the heat torch was replaced. The cause of the smoke coming from the dimension exl with lm instrument was a malfunction of the heat torch. The instrument is performing according to specifications. No further evaluation of the device is required.